Manufacturer narrative:
(B)(4). Date sent: 1/13/2025. Corrected data: h1, h6. Health effect - clinical code, h6. Health effect - impact code. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
(B)(4). Date sent: 1/15/2025. Additional information received: it was reported to the sales rep by the surgeon in trauma case, patient has 6 gsw in abdomen. Had to perform small bowel resection. Used glc100 to perform the common channel anastomosis. The surgeon thought the footprint of the device was too large for the intraluminal firing and caused a mucosal tear to the tissue. Patient developed a post op leak a few days later. Surgeon thinks the thicker device (compared to tlc) and the 3d staples were what caused the mucosal tear to the tissue and that this is what contributed to the leak.

Manufacturer narrative:
(B)(4). Dat sent: 1/3/2025. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional event information surgeon very receptive to the new glc80. He works with residents in cases so he never fired the glc80 himself. He loved the 80 mm device. For one patient (B)(4) they were looking at post op scans and a adhesion between small bowel and another small bowel that was not in the anastomosis. Patient had pain so they went back in for surgery about a week after initial surgery. They went back in lysed the adhesions. Patient was okay was there a post op leak in regard to this pc? O no, there was no leak post-op. Dr¿s concerns were that the staple line had adhered directly to the terminal ileum, and he had never seen that before when using other devices. Looked weird on post op scans, so they brought back the patient to perform lysis of adhesions. The patient had no other post op consequences. Describe what is meant by the staple line is shorter? ¿ looked as if the stapler was not fired all the way.. Not the full 80mm staple line. Where was the tissue placed in the jaws? ¿ unsure; he usually bring as close as he can to crotch of jaws. I have had to coach them before to move the tissue more distal to avoid bunching. Clarify what color cartridge were used on the first two firings? ¿ blue loads do you use the same color cartridge for large and small bowel? ¿ yes. They only have blue reloads in the account.

Event description:
It was reported that during an exploratory laparotomy, small bowel to large anastomosis procedure that while resecting a portion of the small bowel, surgeon encountered resistance. After firing, the staple line looked good. On the second firing between the large and the small bowel, again, resistance was felt when firing. Upon inspection of the staple line, it appeared shorter than normal and the inner mucosa of the bowel could be seen. The device was reloaded with another blue cartridge and re-fired. There was no resistance felt, and the staple line looked fine. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent 12/10/2024. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: where was the tissue placed in the jaws? Clarify what color cartridge were used on the first two firings? Do you use the same color cartridge for large and small bowel? Will the cartridges be returning along with the device? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.